Event description:
Surgeon attempted to make a cut using the signia¿ stapling system and a purple 60 staple load when the powered stapler stopped mid-way during the laparoscopic sigmoid colectomy. A new battery was obtained and the subsequent cut was performed as per usual. No harm to the patient. Medtronic representative was present during the incident. Representative obtained the device serial number.